Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction 16 error code. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed that the pump was included in a field correction and acted to replace it. The customer acknowledged understanding that they would receive a new pump with updated software, and instructions were provided on putting the existing pump into storage mode and returning it to tandem. The customer was advised to program their settings and connect their cgm to the replacement pump upon receipt. Tandem sent a replacement pump to the customer, who agreed to return the problematic one within 10 days to avoid billing.